Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient was admitted with acute shortness of breath. Blood cultures were positive for staphylococcus epidermidis. The patient was started on intravenous (IV) vancomycin and followed by infectious disease. A peripherally inserted central catheter (PICC) line was placed after cultures cleared. The patient was discharged home on IV vancomycin with instruction to follow-up as outpatient. The event resolved with sequelae on (B)(6) 2017. The primary investigator reported that the event was related to the device and unrelated to the implant procedure or patient condition. No further information has been provided.